Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a lantern delivery microcatheter (lantern), ruby coils, a non-penumbra guiding sheath and a guidewire. During the procedure, while advancing a ruby coil into the microcatheter, the ruby coil became stuck at the hub of the microcatheter. Therefore, the ruby coil and microcatheter were removed. The procedure was completed using a new lantern, the previous removed ruby coil, three additional ruby coils, and four pod packing coils (pod pcs). There was no report of an adverse effect to the patient.